Manufacturer narrative:
Products were replaced and requested back for investigation.

Event description:
Patient contacted lfs (B)(4) to report an issue with the meter. She mentioned the meter was giving some messages; however, does not recall what message she had obtained on the meter. She doesn't have any strips to troubleshoot at the time of the call. Products were replaced.